Event description:
Intuitive surgical, davinci xi 8mm monopolar curved scissors being utilized as per manufacturer's instructions, but was not reacting properly. Defective device replaced with another "like" device which functioned without issue. During replacement of the first device, a bulging of the connection point near the scissors tip was noted.